Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query hospira personnel. (B)(4).

Event description:
The customer contact reported that while operating on ac power, the pump powered off by itself without sounding an audible alarm tone. Line a of the pump was programmed to deliver normal saline at a kvo (keep vein open) rate of 25ml/hr. Line b was programmed in the piggyback mode to deliver cubicin 450mg/50ml at a rate of 120ml/hr and the deliveries were started. At an unspecified time reported as close to when the nurse expected the delivery on line b to be complete, the nurse noted the cubicin container was empty and the pump was powered off. There were no adverse pt effects. No medical interventions were required. The device was removed from clinical service. The customer contact stated, "the pt having received his dose of antibiotics was disconnected from the pump and discharged". It was reported that the normal saline had been "hung as backup" and the delivery was not resumed. Though requested, no additional info was provided.